Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. The device was reprogrammed. The patient's condition was stable and there were no consequences.